Event description:
It was reported during pm that cs300 intra-aortic balloon pump (iabp) battery test failed. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 event site email, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: e1 initial reporter. A getinge field service engineer (fse) replaced the batteries and unit tested ok.